Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 480 mg/dl, after breakfast got bolus and blood glucose level was 386 mg/dl. Customer was busy working in the office so they did not have enough time to complete the high blood glucose troubleshooting. The device will not be returned for analysis.